Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3. Device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that during the procedure, the needle on the pressure gauge did not move up while attempting to inflate. The physician was using the inflation device during the procedure. The physician attempted to inflate the dilitation balloon and turned the knob on the inflation device, however, the needle of the pressure gauge would not respond. The physician removed the inflation device and replaced it with another to complete the case. Patient is reported to be fine.